Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1604200500, 510k # k113174 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar fusion (plf) surgery at th12-s1 levels. Post-operatively, the patient visited the hospital with a complaint of back pain. On his visit, the physician found that the rod was broken. The product came in contact with the patient. No patient complications were reported.